Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection at implanted device site during follow-up in clinic. The patient's pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted and replaced on the right side. The patient tolerated the procedure well and stable throughout the procedure.